Event description:
Surgeon reported, "the port was replaced [three months earlier] due to the surgeon suspecting that the leak from the system was coming from the access port. Surgeon's notes indicated that there was no obvious leak from the port itself when he pressure tested the system prior and after the port being replaced during port replacement surgery. The access port was discarded and is not available for return and evaluation with the vg lap-band system. A second surgery was performed and the vg lap-band system was removed and replaced.

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Additional information: explant date of access port = (B) (6) 2010. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."